Event description:
It was reported that the pump's battery indicated rapid fluctuations in charge level without causing an unexpected shutdown. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.